Event description:
The customer reported that the sys intermittently would not display a fluoroscopic image. This is resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available.